Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite® implant (oss411) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured/damaged. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (oss411) was performed for similar events and no complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the implant in tooth location 3 fractured after 12 years of implantation and was removed.